Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient that the patient was at home and had ingested drugs prior to passing. Review of the patient's download data revealed that prior to passing, the patient received nine inappropriate treatments during asystole. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries. At 10:44:01, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact. The post-shock rhythm was also asystole with CPR and motion artifact. At 10:46:13, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole with CPR and motion artifact. The post-shock rhythm was also asystole with CPR and motion artifact. At 10:47:25, the patient received the third treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. At 10:48:37, the patient received the fourth treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. At 10:53:47, the patient received the fifth treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. At 10:54:14, the patient received the sixth treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. At 10:54:41, the patient received the seventh treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. At 10:55:08, the patient received the eighth treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. At 10:55:35, the patient received the ninth treatment from the lifevest while their rhythm was asystole. The post-shock rhythm was also asystole. CPR and motion artifact contributed to the false detections. The response buttons were not pressed during the event. The patient remained in asystole until the electrode belt was disconnected.